Event description:
It was reported, the bronchovideoscope was not lighting up (no image). The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d10, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a tear found inside the channel and a defective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: cause traced to electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.